Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative stated that likely the issue is with the power supply and controller to the trackers on the imaging system. If the gpio board is damaged the trackers will not work. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that upon start-up, their imaging system trackers were not seen by their navigation system. After a re-start of the imaging system, it worked properly. There were three occurrences of this issue. In trouble-shooting, the site attempted to replace the imaging system gpio board, however, they did not have the proper replacement. When the wrong board was installed, the imaging system did not work and the old gpio board was re-installed. The site made 20 attempts to duplicate the issue, however, there was no reoccurrence in these demonstrations. The following morning, the reported issue re-occurred. A correct replacement gpio board was ordered. There was no patient present when this issue was identified.

Manufacturer narrative:
Adding s7 as concomitant product, since the issue was caused by the user having too many instruments added to the stealthstation s7 spine software application. It was determined that this issue was caused by adding more than 15 instruments to the stealthstation s7 spine software. Once some instruments were removed the o-arm trackers were visible in the stealth navigation software. Systems performed as intended. No repairs required/part replacements.

Manufacturer narrative:
Manufacturer updated to proper value.